Manufacturer narrative:
(B)(4). No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation involving a trident hemispherical cluster hole shell was not confirmed. Conclusion: a review of the patient¿s medical records indicated a trident insert was implanted with a biomet head. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
On (B)(6) 2013 a revision of the left total hip arthroplasty was performed for a diagnosis of dislocated left hip revision. An operative report describes general anesthesia and use of the previous incision. A closed reduction under general anesthesia "not as stable as we would want and still appeared short" is noted. At surgery a hematoma was evacuated, the stem was removed with a slap hammer, and removed the acetabular liner, two screws, and the cup with the explant device. The acetabulum was re-reamed to medialize more and inserted a 58 biomet cup with screws and a new 14/150 biomet stem with a 40/plus-9 head. Uncomplicated surgery was described and the patient was subsequently discharged on (B)(6) 2013. There is no documented follow-up subsequent to this operative report.

Event description:
On (B)(6) 2013 a revision of the left total hip arthroplasty was performed for a diagnosis of dislocated left hip revision. An operative report describes general anesthesia and use of the previous incision. A closed reduction under general anesthesia "not as stable as we would want and still appeared short" is noted. At surgery a hematoma was evacuated, the stem was removed with a slap hammer, and removed the acetabular liner, two screws, and the cup with the explant device. The acetabulum was re-reamed to medialize more and inserted a 58 biomet cup with screws and a new 14/150 biomet stem with a 40/plus-9 head. Uncomplicated surgery was described and the patient was subsequently discharged on (B)(6) 2013. There is no documented follow-up subsequent to this operative report.